Manufacturer narrative:
The complaint investigation for false negative alinity I sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature and device history records. Device history record review on lot 18268fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not complete as patient samples were not available. Sensitivity and specificity testing was done using an in-house retained kit of lot 18268fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The customer obtained negative results for 3 samples drawn from nurses in a clinic who generated positive results with biorad platelia and pcr when using alinity I sars-cov-2 igg, lot number 18268fn00. In this case, no specific patient history was provided for the patients. According to the ¿report from the american society for microbiology covid-19 international summit, 23 march 2020: value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20¿, patel r, et al, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, the samples were collected from 2 of the patients 49 and 57 days after the pcr positivity. The study ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections, nature medicine¿, quan-xin long, et al, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Product information letter pi1060-2020 details action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Each laboratory is responsible to establish their own grayzone range. Based on the investigation alinity I sars-cov-2 igg reagent lot 18268fn00 is performing as intended, no systemic issue or deficiency of reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r90-22, that has a similar product distributed in the us, list number 06r90-20.

Event description:
The customer observed false negative sars-cov-2 igg results for several patients on an alinity I analyzer. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6). Result, on (B)(6) 2020, was 0.85 index (s/c), and on (B)(6) 2020 was 0.82 index (s/c). Biorad platelia testing was 3.3 index, >/=1.0 index is positive; pcr testing was negative. Sample ID: (B)(6) result, on (B)(6) 2020, was 1.29 index (s/c), and on (B)(6) 2020 was 1.35 index (s/c). Biorad platelia testing was 2.3 index; pcr testing was positive. Sample ID: (B)(6) result, on (B)(6) 2020, was 2.15, and on (B)(6) 2020 was 1.08 index (s/c). Biorad platelia testing was 2.9; pcr testing was positive. There was no impact to patient management.